Manufacturer narrative:
A ge service rep performed an onsite investigation. The left and right hand monitors were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's right hand monitor card was defective. No pt injury was reported.